Manufacturer narrative:
Complaint originally received 4/7/2025. Assessment of information provided resulted in decision not to submit MDR. Upon receipt of additional information on 5/28/2025, complaint was again assessed and MDR submission was deemed necessary. Device misuse: bedframe used in home (vs healthcare) setting. User sat at head end of bed while holding headboard and utilized the bed head-end raise function via hand controller to lift entire body weight to assist with standing. The improper weight distribution resulted in actuator and emc failures.

Event description:
Original submission on 4/7/2025 states bed's ecm is not working properly. Bed's up/down actuators and foot articulation actuators are not moving. Bed's head articulation has movement but is jerky. Bed's up/down actuators move if plugged into head articulation port. On 5/28/2025 learned of patient involvement without injury.